Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation of missing adhesive from the forceps cover and the pink probe surface cut, the cause is a known inherent risk of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited missing adhesive from the forceps cover and pink probe surface cut. There was no patient involvement.